Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed foreign material in the control section could not be determined. It is possible that the foreign material may be some part/component of the control unit, however, no other damaged parts were found in the control. The issue was likely the result of user handling/mishandling. The issues may be detected/prevented by following the instructions for use section(s) below: evis lucera jf/tjf type 260v chapter 3 preparation and inspection 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope had foreign object inside the operation unit. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.